Event description:
During follow-up, noise was observed on the right ventricular lead resulting in inappropriate ams and inappropriate vf. The lead was explanted and replaced during an unrelated procedure and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found two external insulation abrasions. One insulation abrasion was breaching the outer insulation in the is-1 connector leg region exposing the ring electrode coil. Second insulation abrasion was breaching all lumens distal to the trifurcation boot. The etfe cable coatings were not damaged. The ptfe liner of inner coil was abraded. The cause of the reported events was isolated to external insulation abrasion, consistent with friction to the device can.